Manufacturer narrative:
Concomitant therapies: pre-treatment with isopropyl alcohol 70% and 4% chlorhexidine gluconate. (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected in the cheeks with [unspecified] juvéderm® voluma¿ and in the jawline with juvéderm® volux¿ by another injector. Patient developed small nodules in jawline and can feel the filler in the jawline area. Six months later, patient was injected in the chin with 1 ml of juvéderm® voluma¿ with lidocaine. Approximately a month later, patient experienced one nodule in the middle of dao area (even though there as no filler injected in this specific subunit) and granuloma in the lateral area of marionette line. Biopsy was not provided. Treatment was noted as 0.6 ml hyaluronidase injected directly in granuloma. Symptoms has subside but has not completely resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00590 (allergan complaint #pr (B)(4), MDR ID# 3005113652-2022-00591 (allergan complaint #(B)(4). This MDR is being submitted for the third suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Correction: aware date [parent] and aware date [mw] was initially sent as 26/aug/2022. The corrected initial aware date [parent] and aware date [mw] should be 2/sep/2022.

Event description:
Healthcare professional (hcp) reported patient was injected in the cheeks with [unspecified] juvéderm® voluma¿ and in the jawline with juvéderm® volux¿ by another injector. Patient developed small nodules in jawline and can feel the filler in the jawline area. Six months later, patient was injected in the chin with 1 ml of juvéderm® voluma¿ with lidocaine. Approximately a month later, patient experienced one nodule in the middle of dao area (even though there as no filler injected in this specific subunit) and granuloma in the lateral area of marionette line. Biopsy was not provided. Treatment was noted as 0.6 ml hyaluronidase injected directly in granuloma. Symptoms has subside but has not completely resolved. This is the same event and the same patient reported under MDR ID#: 3005113652-2022-00590 (allergan complaint#: (B)(4)), MDR ID#: 3005113652-2022-00591 (allergan complaint#: (B)(4)). This MDR is being submitted for the third suspect product, juvéderm® voluma¿ with lidocaine.